Event description:
The patient's mom, who is also a cde, contacted animas because she felt that there is something wrong with the pump since her daughter's blood glucose levels have been running high (400-500 mg/dl) for the last 2 days. The patient reportedly had symptoms of vomiting and tested positive for ketones. The patient's mom had done multiple correction boluses with the pump and also adjusted the patient's basal settings. The patient is going through puberty and the patient's mom denied that was the cause of the elevated blood glucose levels. There were no reports of any additional medical intervention. The patient's mom stated she has changed the infusion set 2x/day and had been using room temperature insulin and she denied kinked sites, insulin leaks, and air bubbles. The animas representative reviewed the pump's settings and the patient's mom confirmed they were correct. According to the troubleshooting performed with the animas representative, there was no indication of the pump malfunction; however, the pump was still replaced due to the loss of confidence with the pump. This complaint is being reported because the patient reportedly developed elevated blood glucose levels with ketones.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.